Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number 150395, confirmed the presence of finish marks on the knife's blade end; however, no functional issues with the knife were identified. The coring knife returned in a plastic container with the protective end caps attached and handle present. The caps were removed, and finish marks associated with the manufacturing process were observed along the entire angled area of the knife's blade end. Microscopic inspection did not reveal any areas of damage or defect to the blade edge. Additionally, the knife was able to cut through a polyurethane sheet without issue and felt comparable to the same cut performed with a control knife. Review of the coring knife manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. Coring knife, serial number 150395, passed all testing and inspection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1, "introduction", lists the apical coring knife as an optional component for device implantation. Chapter 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This chapter also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the outer edge of the coring knife from the implant kit had imperfections along the entire outer edge. A stand-alone coring knife was opened and had no visible issues. The stand-alone coring knife was used in the field without any issues.